Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (bmt) reported a 2008t hemodialysis machine powered down by itself during rinse mode. The bmt stated the machine displays the bicarb pump no eos message. There were no audible alarms expected. The bmt stated there was a burning smell and found the actuator board was burned. The bmt replaced the actuator board to resolve the issue. There was no patient involvement or patient injury. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A biomedical technician (bmt) reported a 2008t hemodialysis machine powered down by itself during rinse mode. The bmt stated the machine displays the bicarb pump no eos message. There were no audible alarms expected. The bmt stated there was a burning smell and found the actuator board was burned. The bmt replaced the actuator board to resolve the issue. There was no patient involvement or patient injury. Additional information was requested but was not received to date.